Manufacturer narrative:
Upon review of the index surgery, it was observed that the surgeon used a shoreline system drill to complete the screw hole preparation step for the related admiral plate. This is off-label use of the shoreline drill as the design is intended for the standard 3.5mm screws in the shoreline system, not the standard 4.0mm screws in the admiral system. The reduced drill flute diameter means that the admiral screws must displace about 6% more bone during screw insertion, which adds shear stress to the screw while creating the plate construct. This can prevent the screw from reaching its intended full seat in the plate pocket and can attribute to more pressure on the screws in the construct post-operatively. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Upon investigation of the screw back-out previously filed on 3012120772-2025-00010, it was confirmed that the locking cover on the inferior right side of the returned cervical plate was broken. This broken locking cover corresponded with the screw that had backed out on the x-ray image provided. It is unclear if that was a result of the removal workflow or if that fracture occurred in-situ.